Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became extrinsically fractured due to melting. The distal conductor of the lead became extrinsically fractured due to over-rotation. Concomitant medical products: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2018, model: 694965, lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was returned to the manufacturer after being explanted. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.